Event description:
(B)(4). Initial and additional information reported by a physician to a sales representative on 24-mar-2009: a patient of undisclosed gender and age received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] by another physician and developed nodules in an unk location (dose, indication and dates unk). Medical history and concomitant medications not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.